Event description:
A patient in latvia was undergoing continuous renal replacement therapy. Approximately an hour into treatment, the nurse observed an external blood leak between the dialyzer and the blood line; treatment was discontinued with the extracorporeal blood volume being returned to the patient. A new treatment was successfully initiated using a new prismaflex m150 set (lot number not provided) and the same prismaflex machine. Gambro learned the patient expired four days later. According to the treating physician the cause of death was cardiac arrest due to arrhythmias and considered unrelated to the reported event or continuous renal replacement therapy.

Manufacturer narrative:
The review of the complaint history files and device history record for lot number 14g1805 shows no similar complaint and no nonconformity was recorded regarding this lot number. The prismaflex m150 set was not returned for investigation. Picture of the involved product was provided. In the picture, it appears the venous line which connects to the venous dialyzer connector is partially disconnected. The exact root cause of the reported defect remains unknown.